Manufacturer narrative:
The customer checked canister lids and fittings and did not find a problem. Bci cts (customer technical support) confirmed that the status of the hydropneumatic system was fine and directed the customer to monitor the instrument and call back if leaking continued. No further calls were received regarding this issue.

Event description:
A customer contacted beckman coulter inc (bci) reporting a leak under the unicel dxc 800 pro synchron clinical system in the hydropneumatic area. The customer cleaned the leak and thought that it was deionized (di) water. The customer was unable to identify source of the leak. No injury was reported.